Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received change sensor alert. Customer also received a sensor updating or sensor glucose value not available alert. Customer did not wish to troubleshoot for pump error. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. No unexpected pump error 43 alarm noted during testing or noted on download history. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection broken battery tube threads, cracked retainer and cracked case corner of belt clip rails. Unit was not confirmed for sensor updating or sg communication anomalies or pump error 43 alarm. Unit passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.